Event description:
N/a

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the single gripper actuation issue (during procedure) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in this report is filed under separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with a restricted and short posterior leaflet. The first clip was implanted with no reported issue. Another clip was advanced in the anatomy. However, the gripper line was faulty where the posterior gripper would not come down. The clip was removed and replaced. Another clip was implanted on the mitral valve. However, the clip was observed to detach from the anterior leaflet right after deployment. In the physician¿s opinion, the single leaflet device attachment (slda) was thought to be due to tethered leaflets. The final mr was grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.